Manufacturer narrative:
The device was returned with depleted battery "rayovac alkaline" installed.

Event description:
It was reported that the customer passed away due to diabetic coma while wearing the insulin pump. It was stated that the blood glucose meter was thrown away and the last customer's blood glucose reading was unknown. The mother stated that the customer was struggling with low blood glucose, and days before he died his blood glucose was 21mg/dl; he treated with orange juice. The mother stated that the customer would typically felt bad with limited energy after treating his low blood glucose. No further information was provided.